Manufacturer narrative:
The pod was received with the cannula deployed and needle retracted. No issues were found in the device that would cause needle mechanism failure. Pod download data showed that the device ran for 425 pulses.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient¿s blood glucose (bg) rose from 143 mg/dl to 377 mg/dl while wearing the pod between 4 and 24 hours. After realizing elevated bg levels, patient found the pink slide had not moved forward as intended; this indicates a needle mechanism failure occurred. Patient also tested for ketones and results were 0.2. As treatment, a manual injection of insulin was delivered and a new pod was applied.